Event description:
It was reported that a bare metal stent was successfully deployed to treat an in-stent restenosis with heavy calcification and angulations located in the mid lcx. The stent was post-dilated with an nc sprinter balloon and a dissection occurred distal to the deployed stent. The 2.50mm diameter x 08mm length integrity rx device was selected to treat the distal dissection. Prior to use, the device was inspected with no issues noted. It was reported that difficulties were encountered during the crossing attempts. It was also reported that there were crossing difficulties with all of the devices used in the procedure. During withdrawal of the device, resistance was encountered, and damage was noted to the stent. The dissection was treated successfully with another integrity device. Reference MFR report number 9612164201100328.

Manufacturer narrative:
(B)(4): results: (patient lesion morphology of heavy calcification, tortuous and 90% stenosis), (previously deployed stent may have prevented device from crossing lesion). Conclusion (patient lesion morphology of heavy calcification, tortuous and 90% stenosis), (previously deployed stent may have prevented device from crossing lesion).